Manufacturer narrative:
Com: (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx stent to treat a slightly tortuous mid svg lesion. The device was removed from its packaging and inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. After pre-dilation, it is reported that the stent would not cross the lesion. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. The lesion was dilated again. Before attempting to position the stent a second time, the scrub tech noted that a stent strut was lifted and the stent was not used again. It was reported that stent deformation occurred in-vivo during positioning. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.